Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
Information was received from a patient receiving clonidine (dose211.36mcg/day), bupivacaine (1.3210 mg/day) and morphine(dose 6.605 mg/day) via an implantable pump, the concentration for the drugs was unknown. The indication for use was spinal pain and reflex sympathetic dystrophy/causal gia-complex regional pain syndrome. The patient was wondering if there were any other medications she could use, patient was wondering what her options would be for pain relief other than oral drugs. Patient stated in (B)(6) 2015, she was told by the doctor that she has granuloma at the catheter tip and the granuloma occurred due to the types of medications used in the pump. No diagnostics/treatments were performed. The medications in the pump were removed and the pump was filled with saline. The pump and catheter was left in place and the granuloma was not removed. The health care professional later reported that the granuloma was discovered when patient experienced increase in pain. A side port tap was done and there was no flow. A magnetic resonance imaging (MRI) was then performed and it showed a granuloma. As far as resolution, it was noted that patient was not symptomatic and it was too soon for repeat MRI.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study. The patient's morphine was 25.0 mg/ml, bupivacaine was 5.0 mg/ml, and clonidine was 800.0 mcg/ml. A catheter occlusion was reported. Therapy was suspended on (B)(6) 2015. The occlusion of the catheter was confirmed by a sideport tap, which revealed no free flow of cerebrospinal fluid (csf).the date of thetest was noted to be (B)(6) 2015. The granuloma was confirmed on (B)(6) 2015 via a CT myelogram. It was noted that the issue was related to the device or therapy and not related to the implant procedure.

Event description:
Additional information was received from a consumer. It was reported the granuloma had made the pump be non-functional. The patient's device had previously greatly assisted them in taming their pain, as it was noted they had reflex sympathetic dystrophy. The patient now had to resort to medications which had opened up a "myriad of problems". The patient had spoken with the healthcare provider (hcp) that implanted their device and he reportedly said there was no other alternative. No further additional information was reported.

Event description:
Additional information was received from the health care provider (hcp) via a clinical study. The event resolved without sequelae on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer on 2017-jul-12 reported the patient had a health related question. It was reported the patient has a device and subject was noted as back/spine. It was noted that the patient has had chronic regional pain syndrome since 2000. It was noted that at one time the patient had a functioning morphine pump. The morphine pump developed a granuloma at the catheter tip from the combination of drugs used in the pump. It was noted that the morphine pump is non-functioning. The patient was inquiring about advances that could help the patient as the patient relies on oral medications which have started to cause problems. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on 2017-aug-03. The patient¿s weight at the time of the event was about (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that after granuloma was discovered, the healthcare provider (hcp) gradually decreased her dosage and then eliminated it. She was put on pills instead. The pump was filled with saline which they change out once a year. No further complication was reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8731, serial#: (B)(4), implanted: (B)(6) 2004, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was further reported that the patient's pump was non-functional due to a granuloma. The patient wanted to know if she could have an MRI even though the pump was non-functional. The patient was not having a procedure due to a problem with the device or therapy. No symptoms were mentioned. The patient noted that her healthcare provider (hcp) said that no other drugs could be used inside the pump with the granuloma and to keep the pump in case a new drug came out. The patient was on oral medications. The patient reported that she missed the helpfulness that she got from her pump device for her indication for use, which was complex regional pain syndrome type I and non-malignant pain. No further complications were reported.